Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt underwent a pocket revision due the ipg being implanted too deep making it difficult to charge. The physician revised the pocket. Nothing was implanted or explanted, and the pt is reportedly doing well following pocket revision surgery.